Event description:
It was reported that the patient's device was found to be programmed off. It was reported that the device was previously check in (B)(6) 2014. The patient reported that since this visit the patient has experienced increased depression. The patient reported that she was able to feel device stimulation prior to the (B)(6) 2014 appointment. The physician indicated that the increased depression is possibly related to the loss of therapy. The relationship of the patient's increased depression to the pre-vns baseline level is unclear. No additional relevant information has been received to date.

Event description:
Clinic notes dated (B)(6) 2015 note that at the patient's last visit the device was found to be off and there is no clear reason for this. It was noted that the last time the device was recorded in (B)(6) 2014 was noted to be functioning appropriately. The patient denied any procedures that may have disabled the pulse generator. Attempts to obtain additional relevant information have been unsuccessful to date.